Event description:
It was reported that during a lap assisted hysterectomy procedure, after 10 minutes of usage, the distal end of the hc325 broke off. The tip was located twice with x-ray, but slipped away every time. Procedure was extended by 1.5-2.0 hours looking for the tip the user decided to finish the operation. No further pt consequence.